Event description:
During ureteroscopy, the md attempted to catheterize the rt ureter over a. 028 zebra guide wire without success. The md indicated that "some fraying or technical abnormality of the guide wire could not be pulled out"